Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had inappropriately stored atrial tachy response (atr) due to far-field oversensing. The oversensing did not result in any pacing inhibition. Additionally, there was observations of low p-waves. Subsequently, the device was explanted and returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had inappropriately stored atrial tachy response (atr) due to far-field oversensing. The oversensing did not result in any pacing inhibition. Additionally, there was observations of low p-waves. Subsequently, the device was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device had inappropriately stored atrial tachy response (atr) due to far-field oversensing. The oversensing did not result in any pacing inhibition. Additionally, there was observations of low p-waves. Subsequently, the device was explanted and returned for product analysis. No additional adverse patient effects were reported.